Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and charging cable. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using secondary charging supplies.